Event description:
- Verball description from initial reporter: "device was a stainless steel inserter used to place a nasal stent. The tip broke off the inserter while in situ. Surgical intervention was required to remove the inserter tip. Pt is doing well." - taken from medwatch form completed by the initial reporter: "while using frontal sinus stent instrument, tip of instrument detached from instrument and lodged in sinus. Incision had to be made to retrieve tip."